Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor went to deploy the angio-seal, they followed the steps correctly to locate and set. When he went to pull the device at a 45-degree angle to seal, the suture locked up and the device would not deploy as expected. The doctor had to cut the tube in a trouble shooting manner to access the suture and complete the closure. Closure was successful and patient did well. The procedure was a diagnostic coronary angiogram. There was no blood loss. Additional information was received on 01aug2025: a 5fr sheath was used. There were no difficulties with access. A pre-deployment angio was performed. The patient was stable and did well post procedure with no complications.